Event description:
The hcp stated the patient was having increased pain. Many tests were performed to diagnose the cause of the pain and invasive procedures were being considered. The hcp decided to rule out a pump malfunction and performed a catheter dye study. He injected the contrast medium into the catheter access port without resistance. The patient was monitored and when it was time for her to leave, she stated that she couldn't move her legs. The hcp admitted the patient for observation overnight. The next morning, the hcp examined the patient and she again stated she could not move her legs. A stat MRI was performed and a small granuloma was noted at the tip of the catheter. A neurologist was consulted and was able to get the patient to move her legs. A psychologist consult was ordered and the patient was diagnosed with conversion disorder. After consultation with the neurologist and the psychologist, it was determined that the patient should have a pump and catheter replacement. When the catheter was explanted, there was no resistance. The hcp felt the granuloma detected on MRI was reabsorbed by the body. The new catheter was placed 1 level higher in the spine. The patient recovered from surgery without sequela. The drug contained in the patient's pump is morphine sulfate (15 mg/ml delivering 2 mg/day) and bupivacaine (10mg/dl delivering 1.33 mg/day). The pervious concentration of drug was higher at the time of the reported event.

Manufacturer narrative:
.